Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not communicating. The pyxis unit was not connecting, and the device appeared offline in remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicated. A field service engineer changed the speed and duplex, also turned off windows firewall, then completed a data synchronization, customer tested the issue was resolved. The system functioned as intended after the field service engineer repaired the device.